Manufacturer narrative:
The device was not returned for analysis. The manufacturer and sterilization records for all implanted devices associated with this event were reviewed and no non-conformities were found. The physician indicated that chronic use of immunosuppressant drug has made patient susceptible to infection.

Event description:
It was reported to nevro that a patient had acquired an infection following an implant procedure. The patient was provided with IV antibiotics. The device was explanted. There are no reports of further complications.